Event description:
It was reported that the pacemaker device and this right atrial (ra) lead exhibited a lead safety switch due to high out of range pacing impedance (greater than 3,000 ohms) and oversensing of noise on the right atrial (ra) channel and right ventricular (rv) channels. This ra lead commuted in unipolar with sensitivity fixed 0.75 mv. Noise oversensing in unipolar configuration, due to myopotentials and compromising bradycardia support. The rv lead revealed noise being over-sensed by the device since (B)(6) 2017. A technical service (ts) consultant reviewed device data, and provided recommendations for lead integrity testing, pocket manipulation, threshold test at a different posture, x-ray imaging. The device and lead remain implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5153195.